Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue with blank screen, no audible tones/vibration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/26/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged power issue was verified in the black box and duplicated in the evaluation. Review of black box data found records of pump reboot on the event date. Battery compartment cracks were found in the threads area and below the grip pad. Stripped threads were found on the battery cap. The battery cap was unable to maintain electrical contact and the pump failed to power on. Using a test battery cap, the pump powered on with auditory and vibratory features. No tactile issues were found with the buttons. Pump casing was opened and no intermittent conditions were found on the power printed circuit board or the continuous glucose monitor module.